Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a check heater line alarm was identified during a review of the event history log. A sample evaluation was performed and simulated use testing, rite functional and electrical testing, and a visual inspection were performed. The cause of the check heater line alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported if the patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.